Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that after firing the pph01 instrument, the staples were not closed and the surgeon had to operate using a traditional procedure to complete the case. Also (2) staples are being returned for analysis.